Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked and unresponsive screen, and a replacement device was arranged. Symptoms included no injury or adverse physiological effects. Outcomes included continued therapy support through the dexcom app or receiver and planned return of the damaged unit using a provided shipping label, with instructions to sync data to the mobile app prior to return and to shut down the device via menu > settings > other > shut down to avoid further alerts. Investigation included a review of the reported device damage and user guidance on replacement, data handling, and device shutdown. Investigation of this case revealed physical damage to the display rendering the screen nonfunctional, with no evidence of device-related injury. It was concluded that the event was due to accidental damage, and the replacement device would require standard startup since ilet data would not transfer.